Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with novasilk mesh. Later the patient experienced urinary tract infection and low grade squamous intraepithelial lesion. No explant procedure was reported. Subsequent treatments and/or therapies were reported.